Event description:
It has been reported to us that the tip of the guide wire separated and remains inside the patient's vessel. A pci procedure was being performed on patient's restenosed (65%) right coronary artery with moderate vessel tortuosity and calcification. The physician advanced a cutting balloon over the guide wire and felt resistance pushing the balloon through the stent. The physician was unable to advance the stent proximally. The balloon would only advance 10-15% into stent however he decided to deploy the balloon. There were no problems experienced during or after balloon expansion. The physician removed the guide wire and balloon and noted that the wire had sheared apart into two pieces. An angio was taken and the distal tip was noted floating around with in the right coronary artery in the previously stented area. A second angiography showed the distal tip of the guide wire moved further distal. The patient presented with no problems during or after the procedure and is stable. The guide wire will then be returned for evaluation.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results/conclusion: the actual device used in the case was returned and evaluated. Visual examination of the returned guide wire revealed that the device was in two pieces. The guide wire measures 187.2cm in length with a kink 7cm to the proximal end. The separated section is unraveled distal coil wire that is 42cm in the section of stretched coiled, the distal tip is not attached to the guide wire. The distal and proximal bonds are intact. Both the core and coil wires were broken and detached from the tip joint. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for broken tip. A cine was not returned for evaluation; however fragment was confirmed via angiography at the hospital. The analysis is complete as of today (B)(6) 2011.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.